Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing two ifuse implants. The patient complained of leg pain following the surgery. Imaging showed that one of the implants had breached the foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that had breached the foramen and added two implants for additional fixation of the joint. The patient is doing better following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7050-90, lot# 148836, manufactured 11/30/12, expires 2017-11; ifuse implant, p/n 7060-90, lot# 7914003181009, manufactured 01/25/12, expires 2015-02.